Manufacturer narrative:
Essure questionnaire received 06-nov-2015. The patient's initial and date of birth were reported. Her weight was (B)(6). Previous gynecological interventions and problems were denied. Chronic pain and severe depression were reported as medical history. At time of insertion, she was not in a post-partum state. Cervical dilation was done and paracervical block was used as analgesia. Sounding was denied. Insertion was considered difficult; ran out of distension fluid midway through deployment of right side coil, took several minutes to get new bag of fluid and visualization back before device could be deployed. Fluid was less than 1500cc and procedure did not take more than 20 minutes. After insertion and before confirmation test, she used oral contraceptives. On (B)(6) 2014, CT scan of abdomen and pelvis was done due to pain and result was normal; coils were seen in tubes. On (B)(6) 2015, hsg (hysterosalpingogram) was done and correct placement was described, but right side the inner and outer coils appeared displaced. Perforation and hospitalization were denied. Essure was not removed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and one microinsert might have split its inner coil from its outer coil (inner and outer coils appeared displaced). This event, interpreted as suspicion of device breakage, is non-serious and was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported. In the present case, hysterosalpingogram noted that both tubes showed some degree of patency and suspected from markers that one micro insert might have split its inner coil from its outer coil. Considering the available information and nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow up information is expected.

Manufacturer narrative:
Follow-up from 13-aug-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Case closed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and one microinsert might have split its inner coil from its outer coil. This event, interpreted as suspicion of device breakage, is non-serious and was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported. In the present case, limited information was provided. Radiology noted that both tubes showed some degree of patency and suspected from markers that one micro insert might have split its inner coil from its outer coil. Considering the available information and nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow up information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in (B)(6) which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Radiology noted placement of micro inserts but suspected from markers that one micro insert might have split its inner coil from its outer coil. Both tubes showed some degree of patency (higher spillage on left side than right side). Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product issue. The ae case refers also to a lack of efficacy due to patency. A lack of efficacy may occur with the use of any product and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and one microinsert might have split its inner coil from its outer coil. This event, interpreted as suspicion of device breakage, is non-serious and was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported. In the present case, limited information was provided. Radiology noted that both tubes showed some degree of patency and suspected from markers that one micro insert might have split its inner coil from its outer coil. Considering the available information and nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information is expected.